Event description:
Elite pass suture shuttle needle tip broke during procedure (rotator cuff repair, arthroscopic). Risk manager stated that the patient was x-rayed and the tip was located. The surgeon decided not to remove the tip. The patient was made aware of this and is doing fine. Length of delay is not known. Reporter is retaining the device, but has agreed to send a digital photo.

Manufacturer narrative:
Device is not being returned for evaluation therefore, no determination could be made for the reported device failure.